Manufacturer narrative:
Product investigation is in progress.

Event description:
Tampon¿s string broke [device breakage]. Case narrative: consumer reported via phone that the tampon string broke. No injury was reported.

Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
Tampon¿s string broke [device breakage] case narrative: consumer reported via phone that the tampon string broke. No injury was reported.